Event description:
A polaris valve was implanted in a patient for v-p shunting with a set at 110mm h2o in 2006. Later, the doctor had difficulty to change the pressure setting to 30mm h2o. Despite the removal of the pressure setting, the shrinking of the ventricular was not observed. The customer requested to check the valve. Meningitis infection was noted.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/30/2007. Results of analysis will be developed in a follow-up report.